Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively the patient experienced tamponade. The right atrial (ra) lead exhibited a rise in threshold. Pericardiocentesis was performed and the ipg and lead remain in use. No further patient complications have been reported as a result of this event.